Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the spsof-5-3 in the pancreatic duct. So, the nurse prepared the spsof-5-3, and the pigtail section was bent as she moved the stent guide wire to the pigtail section. She tried to pass the giuide wire into the spsof-5-3, it was impossible.

Manufacturer narrative:
Device evaluation the device evaluation of spsof-5-3 of lot number c2084865 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for spsof-5-3 of lot number c2084865 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Image review an image was not returned for evaluation. Root cause review: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of IFU and/ label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: confirmed qty of devices: 01 device used. Complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2025.